Event description:
The surgeon was performing a shoulder arthroscopy with subacromial decompression. During the end of the procedure it was noted that a portion of the ceramic tip had broken off the mitek vapr electrode, and was floating in the joint. Surgeon immediately removed the electrode and retrieved the piece. Piece was thrown away however the electrode is being returned for evaluation. Situation did not result in any patient injury or complication. If this were to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.